Manufacturer narrative:
One level 1 h-1200 fast flow fluid warmer was returned for analysis. Visual inspection of the fluid warmer showed that the fluid warmer was in good physical condition with cracked return tubing assembly. The device was turned on and temperature was set to 41.7 degree celcius. The device reached the set temperature in 16 minutes and stopped momentarily. The lcd value the continued to rise and the over temperature alarm was activated. Upon further investigation it was observed that the heater relay on the pcb board clicked often and flow was low. It was determined that pump assembly was faulty. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The root cause could not be identified.

Event description:
Information was received indicating that this fast flow fluid warmer took 30 minutes of running to heat up, and then the device would over heat. No adverse patient effects were reported.